Event description:
It was reported that the patient was having telemetry issues with their implantable neurostimulator (ins) and an overdischarge was suspected. The patient was having difficulty recharging their battery and complained that they had nothing but problems. It was noted that the physician had switched the patient to a sensor and that an abdominal placement may be considered to make charging easier. The patient had a mobility issue; they sat in a wheelchair. When the manufacturer representative (rep) met with the patient, the ins was confirmed to be in a discharged state; stimulation was on but not enough to provide coverage due to the low battery. The recharger was placed on the patient and the ins was able to be charged to 25%. When the device had enough of the battery charged, the patient then felt stimulation. The patient was reported to be initially very upset due to the charging issues, however, the rep resolved the issue and the patient was noted to be relieved and happy when they went home. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).